Event description:
(B)(4). During the procedure I started bleeding and the pain was unbearable the was so much blood it took at least 30 mins to get it controlled well its been almost a year since I've had it I experience migrains bloating and heavy bleeding for the past 2 weeks my bleeding has gotten worse and I have a pintching feeling in my abdomen area when I move a certain way and then my bleeding getting heavier I have been on my period for a year now and im wondering if you can give me some answers.